Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "intracapsular rupture of breast prosthesis" and "an extra capsular rupture cannot be ruled out due to the presence of bilateral auxiliary silicone remains". The device remains implanted.